Event description:
It was reported that during central processing, the force bipolar had one side of the tip snap off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.185" x 0.679" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.